Manufacturer narrative:
E1 - initial reporter establishment: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced a dark image during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle external and internal at the distal end is severely bent and broken, a pinhole at the distal end, the lg cover glass is chipped. Light guide insertion lever inside the glass is immersed in liquid. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the dark image was due to a component failure of the lightsource. Olympus will continue to monitor field performance for this device.